Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported that the device didn't turn on when the customer tried to use it.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "device not turning on, light yellow" couldn't be confirmed. The fault reported by the customer could not be reproduced. However, the log files revealed that the rotary magnet, the mainboard, and the foot switch are defective. It was also found that the o-ring on the fuse holder is brittle. Thus, the failure condition is most likely caused by a component failure. In the corresponding IFU wxd400_en, version 1.1, chapter 3.2 correct handling and product testing the following is described: "if the product is not handled correctly, patients, users, and third parties may be injured. Only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. Check that the product is suitable for the procedure prior to use. Check the product for the following properties, for example, before and after every use: functionality, damage, changes to the surface. In the case of several components: completeness and correct assembly. Do not continue to use damaged products. Dispose of the product properly; see disposing of the product." The event is filed under internal karl storz complaint ID: (B)(4).